Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.08685 inches. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 500 mg/dl, 520 mg/dl and current blood glucose was 269 mg/dl. Customer experienced symptoms related to high blood glucose such as headache. Customer was treated with the manual injection and insulin pump. The customer alleges that the insulin pump was under delivering because he thinks that the basal is not running. High pressure and displacement test were performed and both passed. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer wearing the insulin pump during an x-ray of teeth last month. The insulin pump will be returned for analysis.